Manufacturer narrative:
E1: patient city:(B)(6).patient country: china.

Event description:
Unomedical reference number (B)(4). Event occurred in china. It was reported that patient faced infusion set leakage at the quick release on (B)(6) 2024 and not tightly connected. The blood glucose level was 20.4 mmol/l. Customer replaced infusion set and resumed insulin successfully. No further information available.